Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation, since the patient was not able to be reached by phone for additional information. The patient reported that the alleged issue began in 2009/2010. On an unspecified date/time in 2010, the patient claimed he obtained a blood glucose result above "20.0 mmol/l" with the subject meter. The csr noted that the patient is on an insulin pump. As a result of the alleged issue, the patient claimed he took an increased amount of insulin (type and dose unknown) based on the result obtained. The patient reported that he developed symptoms of nausea and feeling "high and low" within 30 minutes of obtaining the alleged inaccurate result. It is not known if the patient tested his blood glucose at the onset of symptoms or if he treated self in response to the symptoms. However, the patient claimed he went to the emergency room (ER) because his readings "were not making sense." While at the ER, the patient stated that a blood glucose test was performed with a laboratory instrument and the result was "5.4 mmol/l (97 mg/dl)." The patient confirmed that only a blood glucose test was performed at the time of the ER visit. The patient stated that the results obtained with the subject meter did not correlate with his feelings. It would have been helpful to obtain the following information: specific symptoms the patient developed, the date/time the symptoms started, readings prior to and at onset of symptoms, and if he received any form of medical intervention in response to the symptoms. At the time of troubleshooting, the csr noted that the patient did not have control solution to test the reported products. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed "low" symptoms after the alleged meter issue began.